Manufacturer narrative:
Correction: follow-up report number 2 submitted on 05 jul 2023, should have had b1, b2, and h1 selected

Manufacturer narrative:
The reported event of over-sensing was confirmed. As received, only a connector portion of the lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination found an external insulation abrasion exposing the outer coil located proximal to the cut end of the lead. The cause of the external insulation abrasion is consistent with friction to the device can.

Event description:
New information noted that the lead was explanted and replaced. Further information was requested however, was not provided.

Event description:
New information noted that programming changes were performed on 26 jan 2022. There were no patient consequences.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited noise resulting in oversensing and false atrial fibrillation and atrial tachycardia episodes. No intervention was performed and patient would be monitored. The patient experienced no consequences.